Event description:
It was reported the patient ((B)(6)) lost stimulation at an unknown date. Reportedly, the lead was found to be broken during a recent revision. The device was explanted and replaced during the same surgery. Effective therapy was resumed postoperatively. The issue is resolved. Concomitant devices: model 1192, scs anchor, implant date: unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: not applicable due to non-us application

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.